Event description:
It was reported that a malfunction occurred on the pump, indicated by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue persisted.